Manufacturer narrative:
Field safety technician was sent for investigation. The drive assembly: no problem found. The technician stated (according to service order 40199378/310566753) that the unit was tested by the customer without connecting the rotaflow drive - incorrect testing. Thus the failure could not be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed.

Event description:
It was reported that error 11 head occured during testing. No patient involvement. (B)(4).